Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the device showed evidence of melting, smoking, burning, flaming, or exploding with no indication that customer exposed the meter to external heat. The display has a crackled appearance and has a yellow hue. No adverse event was reported. The product has been received for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA the meter was physically damaged. The display was shattered. The physical damage was the source of the crackled, yellowed display.